Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery (lad). A 20mm x 2.50mm nc quantum apex balloon catheter was advanced for dilation and was inflated twice at the lesion. However, on the third inflation at an increasing pressure of 20 atmospheres, the balloon ruptured. The procedure was completed with another same device. No patient complications were reported. Patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with no original packaging or other devices. There was blood and contrast in the inflation lumen and in the balloon. There were multiple hypotube kinks. The device was soaked in a water bath to loosen the contrast prior to functional testing. The device was inflated using an inflation device filled with water connected to the inflation port and a balloon leak was noted. Examination under magnification revealed a balloon pinhole 17mm from the distal tip. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery (lad). A 20mm x 2.50mm nc quantum apex¿ balloon catheter was advanced for dilation and was inflated twice at the lesion. However, on the third inflation at an increasing pressure of 20 atmospheres, the balloon ruptured. The procedure was completed with another same device. No patient complications were reported. Patient's status was good.